Event description:
The rptr is the pt. She is a nurse. She is reporting a latex sensitivity. On 12/15/93, she had an anaphylactic reaction and went into shock at that time. Subsequently, she continued to have reactions and she and her drs did not know what was causing them. She was hospitalized on 8/13/95 - again for anaphylaxis. A latex allergy panel confirmed the diagnosis. To this day, she still has some type of reaction everyday. She carries an epi-pen, and takes prednisone, benadryl, and uses inhalers. She has become disabled due to this. She can no longer work in "traditional" nursing. For a time, she purchased her own vinyl goves and blood pressure cuff. But she still had reactions from the use of latex around her. The building where she worked had closed air conditioning.